Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Event description:
Additional information received reported that the patient was seen by a healthcare professional (hcp) on (B)(6) 2013 and there was no mention of the device or interrogation of the device in the patient's chart. It was reported that the hcp could not improve the patient's stability or posturing, and the patient would be continued on medications and starting physical therapy.

Event description:
It was reported the patient had weakness in both legs for the past six months. It was stated by the patient that the healthcare provider 'thought the patient might have had a stroke or the lead site was bleeding.' Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v181308, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot# v181308, implanted: (B)(6) 2008, product type lead. (B)(4).